Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws failed to close.

Event description:
It was reported that a piranha biopsy forceps was used during a procedure. Reportedly, the cup cannot be open or closed even when the handle was operated. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a piranha biopsy forceps was used during a procedure. Reportedly, the cup cannot be open or closed even when the handle was operated. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws unable to close. Block h11: investigation results the returned piranha forceps device was analyzed, and a visual evaluation noted that the coil jacket was kinked at the proximal and middle section and the reported event of the jaws unable to open could be related with the damage. Functional examination was performed with the device actuated and it's unable to open. Microscopic examination was performed, and it was noticed that the coil jacket was kinked at the proximal section. With the available information, boston scientific concludes that the device returned with the piranha device has the jacket kinked at the proximal side of the device which can cause difficulty to actuate the handle consequently making the jaws unable to open. Based on analysis results, the reported device performance allegation could be confirmed. The observed issues could be related to operational factors during their use could lead to kink the device making unable for the jaws to perform its function of opening. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.